Event description:
A malfunction was reported on the pump, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to contact support if the issue happened again and acknowledged the guidance provided.